Event description:
A new gia 75mm was being used on bowel and prior to the clamping of instrument onto the bowel the staples started to come out of device. The staple cartridge was then removed from gia. The gia handle was then used with other staples without incident.device #1is this a laboratory device or laboratory test?no.